Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) wanted to review the data on this right atrial (ra) lead. Technical services (ts) was consulted and noted far-field oversensing that led to inappropriate mode switching in stored atrial tachy response (atr) episodes. Additionally, noisy signals were observed along with pacing impedance measurements greater than 3000 ohms on the ra channel. No adverse patient effects were reported. This ra lead remains in service.